Manufacturer narrative:
The device was returned for analysis. The reported inflation problem was unable to be confirmed. The reported irregular appearance was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported bubble seen on the shaft/noted outer member stretching and the noted multiple stretching sporadically throughout the inner member and outer member; thereby compromising the inflation/deflation lumen thus resulting in the reported inflation problem. The noted multiple bends on the hypotube and inner member kink likely occurred due to handling or during packing for return analysis. The noted balloon was returned flat likely occurred due to the balloon relaxing during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a non-calcified or tortuous lesion in the proximal left anterior descending (lad) artery. The 2.0x20mm rx mini trek balloon dilatation catheter (bdc) was advanced without issues to the lesion. When attempting to inflate the indeflator, pressure was unable to be applied and the balloon would not inflate. The bdc was removed from the anatomy without issue. Outside the anatomy, a bubble was seen on the shaft. Another unknown balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted the shaft was stretched. No additional information was provided.